Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Primary surgery notes and office visit notes were provided. The primary surgery notes confirm that the patient underwent total left total knee arthroplasty. Review of primary operative notes does not indicate root cause. The range of motion and varus-valgus stability were found to be good throughout with acceptable tracking of the patella. The office notes mention that the tm tibia had no bone growth. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient is experiencing loosening, pain and stiffness.

Manufacturer narrative:
Visual inspection of the tibial component confirmed that the posterior surface has some amount of bony ingrowth and fibrous tissue growth in central area while the pegs are void of any ingrowth. Minor discoloration and gouges can be seen on the surface of the tibial plate. Pegs show cut marks on anterior side. Dimensions found the part to be conforming to print specifications where measured. Review of the device history records for tibial component did not find any deviations or anomalies. This device is used for treatment. Medical records for revision surgery were received. Op-notes confirm that patient was revised due to osteolysis loosening of the tibial implant of the left knee. Per the notes; during the surgery, the tibia was removed and the tibial component came out very easily and there was no bone sacrificed. Excellent balance in flexion and extension with collateral ligaments intact was achieved. The patient had full range of motion with the patella tracking. No compatibility issues were noted. Per the report; patient was revised due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient was revised due to pain.

Manufacturer narrative:
Additional medical records were received for review. The patient presented advanced degenerative joint disease of bilateral knees, and received a left total knee replacement (tka) on (B)(6) 2015, and a right tka on (B)(6) 2015. The patient is a former smoker with a bmi of 42. Further review of the primary operative notes found that a patient specific instrument (psi) guide was used to prepare the femur but the tibia was prepared in the standard fashion. Also, the notes state that a 13mm poly trial "gave good flexion, good extension, good varus and valgus stability" but for final implantation "we removed the 13 ps poly, impacted our true 14 ps poly". X-rays images taken post-operatively on the day of surgery found "the total knee arthroplasty in good position without apparent complication." Post-operative office visit notes, dated (B)(6) 2015, state that: "there is a failure of ingrowth demonstrated by radiolucencies on the x-rays, as well as swelling on her knee". Root cause remains unchanged with relation to recall z-1266-2015.